Event description:
It was reported that device interrogation showed a polarity switch on the ventricular lead. When there is a polarity switch, the capture threshold automatically defaults to 5.0 v. The sensing amplitude had decreased from 12 mv to approximately 3 mv. The patient was asymptomatic. The lead was taken out of service and replaced.